Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with failed battery test. The customer's blood glucose level at the time of incident was 248.4 mg/dl. It was reported that the customer did not have replacement battery cap to conduct testing. It was reported that the customer would call back at a later time to complete troubleshoot. No further information provided.